Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There has been a decrease in hearing performance with the device. It was reported that based on CT imaging, 7 basal electrode channels are extra-cochlear and on the facial recess. Per implant registration information, that there was unexpected ossification in the cochlea and hence only a partial insertion was achieved at implantation with 3 to 4 electrode channels extra-cochlear. No accident or trauma was reported.revision surgery to reinsert the electrode is planned.

Manufacturer narrative:
Additional information: reportedly, 3 to 4 channels were left outside of cochlea during implantation surgery due to unexpected ossification. Additionally, the recipient's hearing performance with the device decreased over time due to a further electrode array migration out of the cochlea, as confirmed by diagnostic imaging. The previously perceived electrical discharge feeling was most likely due to unrelated medical reasons, as it was perceived regardless of the use of the device. An electrode array re-insertion surgery was successfully conducted and in situ testing showed normal results. The device remains implanted and providing benefit to the recipient.

Event description:
There has been a decrease in hearing performance with the device, that begun in (B)(6) 2018. The user is reported to have had good hearing performance since activation. It was reported that based on diagnostic imaging, 7 basal electrode channels are extra-cochlear and on the facial recess. Per implant registration information, there was unexpected ossification in the cochlea and hence only a partial insertion was achieved at implantation with 3 to 4 electrode channels extra-cochlear. The user has no other cochlear anomalies. No accident or trauma was reported. Previous in situ measurements showed 2 channels (ch. 5,6) disabled due to high impedance. The user reported feeling electrical discharge with and without the processor. As per additional information received, a re-insertion surgery has been conducted on (B)(6) 2019. The user is responding positively and all channels in the current map are activated. Latest in situ testing results are within normal limits.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient's hearing performance decreased over time. Reportedly 3-4 channels were left outside of cochlea due to facing an unexpected ossification during implantation surgery. However, the drop in hearing performance with the device seems to be related to a further migration of the active electrode out of cochlea, which was confirmed by radiological imaging. In addition two channels are showing hi status for undetermined reasons. Possible factors may be due to physiological issues in the cochlea or being extra-cochlea. Furthermore the recipient reports feeling electrical discharge, however this symptom is likely device unrelated as it is perceived with and without the processor. Revision surgery is considered but currently not scheduled.

Event description:
There has been a decrease in hearing performance with the device, that begun in (B)(6) 2018. The user is reported to have had good hearing performance since activation. It was reported that based on diagnostic imaging, 7 basal electrode channels are extra-cochlear and on the facial recess. Per implant registration information, there was unexpected ossification in the cochlea and hence only a partial insertion was achieved at implantation with 3 to 4 electrode channels extra-cochlear. The user has no other cochlear anomalies. No accident or trauma was reported. Current in situ measurements show 2 channels (ch. 5,6) disabled due to high impedance. The user reports feeling electrical discharge with and without the processor. Revision surgery is considered but currently not scheduled.